Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes mnh, mni, kwp, kwq. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, on (B)(6) 2013, the package containing 5.0mm in diameter pedicle screws, turned out to contain 7.0mm screws in the implant loan set. It was also reported, in the same way a 7.0mm screw package contained 5.0mm screws. No further information is available at this time. This is 2 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.